Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, black particles in the shell, the device was underweight, and a fold crease. A microscopic analysis was performed which identified one sharp opening on the posterior side, partial delamination of the orientation dot, and wear abrasion. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is one sharp opening on the posterior side assessed as an unidentified tear opening, and partial delamination of the orientation dot due to adhesive failure.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.